Manufacturer narrative:
The indication for the index procedure was an acute mi (ami) with onset of pain greater than 72 hours (>72). The mi was a non-st elevation, non-q wave of an undetermined location with resulting elevated cardiac enzymes pre-procedure. The patient was found to have three (3)-vessel disease and two (2) lesions were treated during the index procedure. No staged procedure was planned. Lesion #1-1: the target lesion was the proximal left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, 2.3 mm vessel diameter, an 80% stenosis, 30 mm in length, not ostial/bifurcation or a total occlusion, irregular, with moderate tortuosity of the proximal segment angulation of greater than forty-five degrees (>45 degrees) and less than (90 degrees), heavily calcified, eccentric, absent of thrombus, and type c. The lesion was pre-dilated with a 2 x 15 mm balloon at 20 atm. A cypher select plus 2.25 x 18 mm stent (stent #1) was implanted electively at 18 atm. The stent was post-dilated with a 2.25 x 15 mm balloon at 26 atm due to a suboptimal result and the stent not being fully expanded. An additional cypher select plus 2.5 x 13 mm stent was electively implanted at 18 atm in overlapping fashion. The stent was post-dilated with a 2.5 x 15 mm stent at 22 atm due to the stent being underexpanded. A satisfactory result was obtained. The residual stenosis was 10%. The flow pre and post-procedure was timi 3. Lesion #1-2: the target lesion was the left main coronary artery that was protected distally by a patent graft. The lesion was reported to be: de novo, 3.0 mm vessel diameter, 12 mm in length, a 70% stenosis, ostial, not a bifurcation or a total occlusion, smooth, a readily accessible proximal segment, not angulated, little or no calcification, concentric, absent of thrombus, and type b1. The lesion was pre-dilated with a 2 x 20 mm balloon at 14 atm. A cypher select plus 3.0 x 18 mm stent was implanted electively at 18 atm. The stent was post-dilated with a 3.0 x 15 mm balloon at 14 atm. A cypher select plus 3.0 x 18 mm stent was implanted electively at 18 atm. The stent was post-dilated with a 3.0 x 15 mm balloon at 24 atm due to the stent being not fully expanded. A satisfactory result was obtained. The residual stenosis was 10%. The flow pre and post-procedure was timi 3. The patient was discharged the day after the index procedure. Phone contacts with the patient at the one (1) and six (6) month follow-up periods reported the patient had angina. The patient continued with his antiplatelet therapy at both follow-ups. No change was made to the patient's medical regimen at the one-month follow-up. An ace inhibitor had been added to the patient's medical regimen at the six-month follow-up period. Please note that device is distributed outside the united states; however, it is similar to the united states product. The product is not available for evaluation and testing. A report was received from the study indicating three cypher stents were associated with myocardial infarction three days following implantation. The event involved a male with a history of myocardial infarction, coronary artery bypass grafting and hyperlipidemia. This patient's history places him at increased risk of mace. The indication for admission to hospital was an acute myocardial infarction. A coronary arteriogram revealed a 30mm, de novo, ostial, irregular, moderately tortuous, type c lesion of the proximal left anterior descending artery (lad). The reference vessel diameter was 2.3mm with an 80% stenosis. The lesion was pre-dilated and implanted with a 2.25 x 18mm and overlapping 2.50 x 13mm cypher select plus stents at 18atm. Each followed with post-dilation. According to the IFU, cypher select plus is indicated for use in discrete lesions. Additionally, the safety and effectiveness of cypher select plus has not been established in patients with tortuous vessels that may impair stent placement in the region of obstruction or proximal to the lesion. The rated burst pressure for this product is 16 atm. Use of pressures higher than specified on the product label may result in ruptured balloon, possible intimal damage and dissection. There was also a 12mm, de novo lesion in the left main branch described as ostial, smooth, non-angulated, concentric, non-calcified and type b1 producing a 70% stenosis. The reference vessel diameter was 3.0mm. This lesion was pre-dilated and implanted with a 3.00 x 18mm cypher select plus stent at 18 atm. Followed by post-dilation. Pre-procedural medications included asa and plavix while asa, plavix and heparin were given during the procedure. Post-procedural medications included asa and plavix while asa, plavix and heparin were given during the procedure. Post-procedural medications were asa and plavix.

Event description:
The report received from the database indicated that approximately three (3) months after the index procedure, the patient experienced a myocardial infarction (mi). The patient had a total of three (3) cypher select plus stents implanted during the index procedure. The mi was reported to be in the lateral wall, a non-st elevated mi (nstemi), and non-q wave. The patient's cardiac enzymes were elevated. It was undetermined if the mi was target vessel related and did not require coronary artery bypass graft (CABG) surgery or re-percutaneous coronary intervention (re-pci). The event was reported to be severe, and a serious adverse event (sae). The relationship of the event to the study devices/procedure was reported to be possible. The mi was reported to be possibly due to stent thrombosis of the previously implanted cypher select plus 2.25 x 18 mm stent that was noted to be under-expanded during the index procedure or possibly due to occlusion of a saphenous vein graft (svg) to a small marginal branch that had an 80% stenosis during the index procedure. The patient was admitted to the hospital and an angiogram was planned. During the night, the patient fell in the ward and had related trauma that was reported as a hemothorax requiring thoracentesis. Due to the fall and resulting trauma, the angiogram was cancelled. The fall and resulting trauma was reported to be unrelated to the study devices/procedure, severe, and a sae.